Manufacturer narrative:
After investigation, it has been confirmed that no treatment occured under the report incident conditions. The reported incident conditions have not been repeatable by the customer or elekta. No patient has been mistreated, and no erroneous irradiation has occured. The customer has been asked to provide pictures and additional information if this occurs again. MFR report number correction please note that this information has previously been submitted as an initial and follow-up reports under an incorrect MFR report number. These were submitted as follows: 0290347-2017-00013 initial report, submitted 03-august-2017, submitted electronically. 0290347-2017-00013 follow-up report #1, submitted 03-november-2017, submitted electronically. As a result of submitting these two reports with an incorrect MFR report number, the two have been merged and resubmitted in this report under the correct MFR report number.

Event description:
The customer reported that they set the mosaiq diagnosis and treatment screen to not display as they did not want the field to irradiate, however, it was displayed on the treatment execution screen at the time of treatment. Normally, when it is set to not be displayed, it is not displayed on the treatment execution screen also. It is believed the customer was not using the treatment calendar, which the customer has been advised to use in accordance with the user's manual. If this calendar was in use, the user would be required to input their ID and password for the display to be off during irradiation.